Event description:
It was reported that at the beginning of a session; the patient was in third-degree atrioventricular block with an escape rhythm of approximately 20 beats per minute (bpm). To determine if the escape rhythm was still present and to collect a wavelet sample in odomode, an intrinsic rhythm test was performed to determine if there was any spontaneous rhythm below 30bpm. Immediately after starting the test, the patient connector lost communication with the implantable cardioverter defibrillator (ICD), leaving the patient in spontaneous rhythm for several seconds. An attempt was made to stop the test, however due to the loss of telemetry this was not possible. Communication to the implantable device was restored after approximately 5 seconds during which time the patient remained in marked bradycardia. The programmer stopped the test restoring ventricular pacing. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 18.2.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the patient connector lost communication with the implantable cardioverter defibrillator (ICD) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.